Event description:
It was additionally reported that the patient underwent heart transplantation due to a pseudomonas infection. It was noted that there was trauma to the driveline exit site on 25sep2022. The patient had positive cultures for pseudomonas on (B)(6) 2022 and transitioned to ciprofloxacin. A computed tomography of the chest/abdomen/pelvis was performed on (B)(6) 2022 with no fluid collections or signs of abscess. The patient underwent a debridement on (B)(6) 2022. They had cultures positive for pseudomonas resistant to ciprofloxacin, so they were started on 2 grams of cefepime intravenously every 8 hours. The patient developed mucositis, and their cefepime was replaced with 2 grams of ceftazidime intravenously every 8 hours on (B)(6) 2023. Cultures done on (B)(6) 2022 were positive for stenotrophomonas maltophilia, so levaquin (levofloxacin) 750 mg by mouth daily added on (B)(6) 2023. Repeat cultures were positive for pseudomonas on (B)(6) 2023 with resistance to ceftazidime and intermediate resistance to ciprofloxacin. The patient was transitioned to 1 gram of meropenem intravenously every 8 hours in (B)(6) 2023. The device was noted to operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Mlp- (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. A portion of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft hardware. The bend relief material had been completely removed from its hardware and was returned in two pieces. An additional segment of the graft material was also returned. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-(B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history record for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided. It was unknown if the device would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.